Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the na electrode on a cobas c 303 analytical unit. The first patient sample also had discrepant results when tested with the k electrode and cl electrode on the same analyzer. The first sample initially resulted in the following values: na = 156.4 mmol/l. K = 4.61 mmol/l. Cl = 116.8 mmol/l. A physician doubted the initial values from the first sample. The first sample was repeated on a blood gas instrument, resulting in a na value of 139 mmol/l. The first sample was also repeated on the c 303 instrument, resulting in the following values: na = 137.2 mmol/l. K = 4.16 mmol/l. Cl = 100.9 mmol/l. The second sample initially resulted in a na value of 149.1 mmol/l. The sample was repeated, resulting in a na value of 142 mmol/l. No questionable results were reported outside of the laboratory for this sample.

Manufacturer narrative:
The na, k, and cl electrode lot numbers and expiration dates were requested, but not provided. The customer checked the sample probe and it was not dirty on the outside. Inspection of the samples did not show any fibrin or clots. Control recovery on (B)(6) 2024 was not stable. The field service engineer found that calibrations were failing. The customer replaced a sipper nozzle. The engineer checked the sipper nozzle and it was ok. The mixing vessel and vacuum nozzle were cleaned. Ise checks were acceptable. The sample probe and syringe were decontaminated. The customer replaced all electrodes. A system reagent was changed. Wash maintenance was performed. Calibration and controls were acceptable. The investigation is ongoing.

Manufacturer narrative:
The investigation could not identify a product problem. The issue was resolved by the service actions. The issue is consistent with a hardware issue (vacuum line not properly working) or insufficient pre-analytic sample handling.